Event description:
The article "outcomes of the 63-m gelatin microstent versus 45-m gelatin microstent: an international multi-center study" noted patients implanted with the xen 45 gel stent experienced adverse events including 45 eyes were not considered a qualified success at the end of the 12 month follow up (iop greater than 21mmhg); 2 eyes experienced a positive seidel; 5 eyes experienced an encapsulated bleb; 11 eyes experienced a shallow ac; 1 eye experienced iridocorneal touch; 6 eyes experienced choroidals; 6 eyes experienced hyphema; 4 eyes experienced iritis; 2 eyes experienced dellen; 2 eyes experienced vitreous hemorrhage; 2 eyes experienced macular edema; 15 eyes experienced a blocked xen device; 2 eyes experienced a xen-cornea touch; 7 eyes experienced a xen-iris touch; 1 eye experienced a migrated xen; 3 eyes experienced a bent xen; 1 eye experienced corneal decompensation with underlying endothelial dysfunction. Patient underwent descemet's stripping endothelial keratoplasty; 1 eye experienced malignant glaucoma. Patient underwent an iridozonulovitrectomy; and 18 eyes total required needling, 13 with antimetabolite, 5 without. Additional interventions were also carried out including 3 eyes required mmc injection, 15 eyes required 5-fu injection, 3 eyes required an ac tap, 11 eyes required laser to ostomy, 4 eyes required laser to tube, 2 eyes required a laser trabeculoplasty, 2 eyes required xen repositioning, 4 eyes required a xen revision,1 eye required a laser peripheral iridotomy, and 3 eyes required trabeculectomy. In addition, multiple eyes required an additional glaucoma device: 1 received a preserflo, 3 received a baerveldt tube shunt, and 2 received an ahmed valve.

Manufacturer narrative:
Article citation: ghanbarnia, mohammad javad, et al. ¿outcomes of the 63-m gelatin microstent versus 45-m gelatin microstent: an international multi-center study.¿ ophthalmology glaucoma, feb. 2026, https://doi.org/10.1016/j.ogla.2026.01.016. Accessed 13 feb. 2026. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The events are a known potential adverse event addressed in the product labeling.